Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 18.9 seconds. Subsequently, the device was explanted and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.